Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the process of a revision surgery and removing the cup, the screwdriver broke in the screw's head, could not get the screw out. Another device on hand and surgeon opted to replace with new insert rather then replacing the whole cup.